Event description:
It was reported that the "lead broke wouldn't accept stylet" and "a faulty". The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor blood/fluid obstruction; full lead analyzed. The blood in the distal conductor most likely entered through the is-1 pin as no inner insulation breach was observed. The inner insulation was found kinked/buckled and the helix was found distorted/bent. Blood was present in/on the helix mechanism.